Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2015) uncorrected visual acuity was 20/15. Device evaluation - the lens was returned dry in a lens case/vial. Visual inspection found the haptic bent. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Corrected data: (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens, -17.0/+3.0/087 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.